Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned citation: rev iberam cir mano 2020;48(2):133-137. Https://doi.org/10.1055/s-0040-1718455

Event description:
Title: traumatic boutonnière deformity of the thumb this study describes two cases (a 27-year-old woman and a 39-year-old man) of boutonnière deformity of the thumb secondary to trauma in patients with no rheumatic disease. A 27-year-old woman (case 1) was examined due to pain and extension deficit of the metacarpophalangeal (mcp) and interphalangeal (ip) joints of the right thumb. She reported a traumatic twist of her thumb in an assault two months earlier. Intraoperatively, the dorsoradial capsule was ruptured, with partial detachment of the extensor pollicis brevis (epb) tendon at the capsular area and ulnar dislocation of the extensor pollicis longus (epl) tendon. The partial epb lesion was repaired with non-absorbable monofilament polypropylene suture (prolene, ethicon), whereas the dorsoradial capsule was repaired with absorbable polyglactin suture (vicryl, ethicon) for the reduction of the epl dislocation. Reported complications include acute pain in the operated thumb due to recurrence of the boutonnière deformity two weeks later and another surgery was performed, revealing disruption of the dorsoradial capsule and ulnar dislocation of the epl tendon, this time with no involvement of the epb tendon. A capsular suture was performed with vicryl for the reduction of the epl dislocation. The patient came to the outpatient service 21 months later with a new clinical recurrence. In conclusion, the surgical techniques used in the literature consist of suture repair or epb reattachment when it was affected, suture of the capsular lesion and immobilization with kirschner wires for 4-6 weeks. This is the technique used in both cases.